Manufacturer narrative:
A thorough investigation performed by development engineering identified the reported issue as a software anomaly caused by a race condition in the capture code between thumbnail and still frame capture operations. A solution for this issue has been included in a newly released software revision. The site¿s local philips service team has been notified through normal service channels. Data from the customer has been collected and analyzed.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the feedback details, an image from a previous study appeared in the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.